Manufacturer narrative:
Product analysis #(B)(4): as found condition (condition of returned device): the solitaire x stent device were returned for analysis within a shipping box; within a resealable biohazard pouch and within a dispenser track. The cable set and detachment box used during event were not returned for analysis. Therefore, conformance to specifications could not be assessed. The solitaire x stent device was returned without its introducer sheath. Visual inspection/damage location details: no bends or kinks were found with the solitaire x pushwire or marker coil. Visual inspection of the attachment zone revealed no electrical etching. The stent was found to be still attached to the pushwire. The stent non-working (tear drop) and working length struts were found to be broken distal to attachment zone. No other anomalies were observed. Testing/analysis (including sem reports): the solitaire x stent was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken struts. Per the sem analysis report, the strut broken end labeled as ¿1¿ width was measured to be 107.50 m and the thickness was measured to be 48.75 m. Per the sem analysis report, the strut broken end labeled as ¿2¿ width was measured to be 93.13 m and the thickness was measured to be 62.16 m. Both ends failed via fatigue at the surface then overload. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed. Possible contributing factors for the report of ¿separation¿ are patient vessel tortuosity, or user makes more than 2 passes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent package was opened and the stent was hydrated. A rebar18 was used to deliver the stent. After the stent was in place, it was deployed and pulled back, but the stent broke. It was unknown if any patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received reported that the patient was having a ¿better recovery.¿ the device was prepared as indicated in the IFU (inspection, hydration, etc.). The patient¿s baseline (tici, nihss etc.) Was a score 15. Post-thrombectomy condition the patient had a score of 8.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.